Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist reported that during an intraocular lens (iol) implant procedure, the lens was tight in the cartridge, so they decided not to implant it. There was possible patient contact when the surgeon attempted to inject, but no patient harm was reported. Additional information has been requested.